Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s implantable cardiac monitor exhibited unspecified over-sensing. No intervention was performed. Patient status was not reported.